Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had multiple motor errors as well as down and up buttons on the insulin pump was harder to press. The customer¿s blood glucose level was unknown. Customer stated that there was a nick or dent in between two buttons on insulin pump. The insulin pump will not be returned for analysis.